Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 80% stenosed target lesion located in the calcified and severely tortuous left forearm vessel. A 4.0x40mm sterling balloon was advanced across the lesion and dilated three times. The 1st inflation was to 10 atms, the second inflation was to 12 atms and when the physician dilated the vein near the anastomosis site the balloon ruptured on the 3rd inflation at 12 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.